Manufacturer narrative:
Device analysis report attached. This report is submitted on september 24, 2021.

Manufacturer narrative:
This report is submitted on august 30, 2021.

Event description:
Per the surgeon, the patient experienced dizziness since implantation due to insertion of the electrode array into the vestibule superior canal. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device during the same surgery.